Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor stopped working after two days. The sensor was giving calibration errors on the sixth day. The blood glucose reading is 117 mg/dl. Nothing further reported.